Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. These events were obtained from this clinical study: hirdes mm, monkelbaan jf, haringman jj, et al. Endoscopic clip-assisted feeding tube placement reduces repeat endoscopy rate: results from a randomized controlled trial. Am j gastroenterol. 2012;107(8):1220-7.

Event description:
It was reported to boston scientific corporation in a study that a resolution clip devices were used in a study of endoscopic clip-assisted feeding tube placement reduces repeat endoscopy rate: results from a randomized controlled trial. According to the complainant, from august 2009 to february 2011, a total of 143 cases wherein a clip-assisted feeding tube and standard feeding tube placement were completed. The study found that endoscopy-related serious adverse events occurred in four patients randomized to clip-assisted feeding tube placement. In three patients, manual removal of the clip-assisted feeding tube resulted in a serious adverse event. One patient developed upper gastrointestinal bleeding from a lesion where the clip had been attached to the duodenal mucosa, which was treated with platelet transfusion and endoscopic injection of epinephrine. In two patients, the feeding tube with clip got stuck in the nose during tube removal. An endoscopy had to be performed to cut the clip loose from the tube with endoscopic scissors. Endoscopy related adverse events occurred after two clip-assisted tubes. One patient had sinusitis, while another patient had epistaxis. The study did not provide any additional information regarding the patients involved in the study.